Event description:
It was reported that during advancement in a heavy calcified artery, the guide wire kinked while pushing through the calcification. A perforation was noted. The perforation was treated by pericardiocentesis. The patient is reported to be doing very well. No adverse patient sequelae were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Kinks can occur due to, but are not limited to, manufacturing, damage due to shipping/handling, storage conditions, catheter manipulation, tortuous anatomy, and/or interaction with associative products. In this case, it was reported that the lesion was heavily calcified which likely contributed to the reported damage. The guide wire could have kinked or bent from interaction with the anatomy while advancing towards a lesion which may have weakened the guide wire so that the guide wire separated at the kink upon additional handling. No damage to the guide wire was reported prior to use, which would indicate that the damage was likely not pre-existing. The guide wire was not returned, which may have aided in the evaluation. Reportedly, a perforation was noted and was treated by pericardiocentesis. Per the instructions for use warnings section: for progress family only: the progress family guide wires have distal ends of varying stiffness. Operate these guide wires carefully so as to not injure the blood vessel, observing the information in these instructions. The higher torque performance, stiffer distal ends, and/or higher advancement force may present a higher risk of perforation or injury than a guide wire with a more pliable distal end. Therefore, use the guide wire with the least stiff distal end that will treat the lesion, and use extreme care to minimize the risk of perforation or other damage to blood vessels. In order to endure that a kink in the guide wire does not occur as a result of a product quality deficiency, manufacturing performs visual inspection of the guide wire tips after they are loaded into the dispenser. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed and there are no non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, the reported kink and perforation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.